Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found a pump connector issue. If the connector was moved, the pump operation stopped. The inside of the connector terminal was inspected and an opening could be seen. The connector was only connected when the pump was installed, it had not been removed and the connector housing had visible thermal damage. When the pump operation was stopped, positive pressure remained loading inside of the circuit. When the exhalation valve tube was removed, the inside circuit pressure decreased to 0 and immediately after, the manometer went to the minimum reading. The actual pressure remained at 0.

Event description:
It was reported that during patient use a ventilator suddenly generated an alarm. A nurse checked the device and found the operation failure light emitting diode (led) was blinking. The monitor continued to display readings so it appeared that ventilation continued. However, the patient developed signs of cyanosis. It was verified that ventilation had stopped. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). A non-medtronic service provider returned a pump manifold assembly. The service engineer evaluated the device and verified the reported complaint. When the device was tested the pump operated properly until the terminal connector was adjusted. The pump seemed to stall when each wire was moved.